Event description:
The customer's son stated that the customer was hospitalized with a blood glucose reading over 1000 mg/dl. The customer was not available to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow, once the analysis has been completed.